Event description:
It was reported that the patient expired. Review of data strips revealed the patient was in ventricular fibrillation. The device charged and aborted therapy due to misdiagnosing return to sinus. The cause of death was reported as unknown; however the patient¿s wife reported that the patient died of a heart attack.

Manufacturer narrative:
A partial lead measuring 41.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.